Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note this report pertains to 1 of 3 sensors associated with this event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, the customer initially reported obtaining a "replace sensor" message from the freestyle libre sensor and was issued a replacement product. On (B)(6) 2021, a caller reported on behalf of the customer that due to a delivery issue with the replacement product, he was unable to monitor glucose, experienced dizziness, and was taken to the hospital where he received insulin injection for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.